Manufacturer narrative:
Supplemental report: add'l info rec'd regarding pt's implant date.

Event description:
A copy of a medical report obtained by the initial reporter was received by shiley indicating, according to the translation of the report, the pt died in the hosp emergency room of acute heart failure due to malfunction of the mitral valve prosthesis.